Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket was relocated due to weight lost and difficulty charging the ipg in the buttocks. Weight lost was not device related. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain as the pocket was too low and the patient was consistently sitting on her ipg. The patient will undergo a pocket revision to relocate the ipg.

Event description:
A report was received that the patient was experiencing pain as the pocket was too low and the patient was consistently sitting on her ipg. The patient will undergo a pocket revision to relocate the ipg.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing pain as the pocket was too low and the patient was consistently sitting on her ipg. The patient will undergo a pocket revision to relocate the ipg.

Event description:
A report was received that the patient was experiencing pain as the pocket was too low and the patient was consistently sitting on her ipg. The patient will undergo a pocket revision to relocate the ipg.